Event description:
The customer reported that she tested her blood glucose readings on three contour meters and received a difference of around 45 mg/dl. One of the meters used by the customer was contour next ez meter. The customer did not provide product details for the other two meters. No specific readings were provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer refused to return the products for evaluation. The customer refused to receive the replacement meter. Since the strip information was not provided, this report will be submitted under the meter information.